Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. A suture break as reported can be influenced by, but is not limited to: manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all suture lots undergo sampling and suture diameter inspection as well as suture tensile testing inspection. As part of the manufacturing process all proglide devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection all devices undergo inspections to verify the suture is not damaged or deformed. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. A suture break can occur when the suture is nicked by a rotating suture trimmer, thumb knob is released and the gate is closed on the suture, quick, jerky motion is used to apply tension on suture vs. Slow consistent increasing tension, pulling laterally or medially on suture limb vs. Pulling coaxial to suture trimmer. Reportedly, the suture was pulled too hard and tore a hole in the vessel. The proglide instructions for use instructs the user to gently pull on the suture to advance the knot. Based on the reported information and the inspection criteria, a definitive cause of suture break and associated patient effects could not be determined, however, the user pulling the suture too hard may have been a contributing factor. A review of the lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis. All proglide devices are visually inspected and functional deployment testing must meet specification. All incoming suture lots are sampled and tested for conformance to diameter and tensile strength specifications.

Manufacturer narrative:
(B)(4). Subsequent to the final report filed on (B)(6) 2012, the investigation has been corrected as follows: the suture tearing a hole in the vessel as reported can be influenced by, but not limited to; manufacturing, user technique and/or patient anatomical conditions. The user is instructed to gently pull on suture to advance the knot. Based on the reported information and the inspection criteria a definitive cause of event and associated patient effects could not be determined, however, the user pulling the suture too hard may have been a contributing factor. Indication of a product quality problem cannot be determined. A review of the lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis. All proglide devices are visually inspected and functional deployment testing must meet specification. All incoming suture lots are sampled and tested for conformance to diameter and tensile strength.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, after the sutures were deployed, the physician pulled the suture too hard and tore a hole in the vessel. A thrombectomy, patch and endarectomy were done to repair the hole in the vessel. The physician is reported to be in-training in the use of the proglide device. There was a clinically significant delay in the procedure and the patient had an extended stay of two days in the facility. No additional information was provided.